Event description:
Caller reported that the insulin battery charge dropped by 25% in a short period of time. There was no adverse impact to the customer¿s blood glucose level. Technical support provided education on battery jumps and informed the caller about a software update that resolves the issue.